Event description:
Pt was revised to address pain caused by a screw.

Manufacturer narrative:
Eval was not possible, as no prod was returned. X-rays were not provided. Prod info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient info. Based on the investigation, the root cause and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.